Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were experiencing overstimulation and stimulation in the wrong location. The patient stated that since (B)(6) 2016, the stimulation that goes through their body had been greatly enhanced. It was noted that the patient was supposed to feel stimulation in their back but had been feeling it down their legs. Over the past 2-3 weeks, it had been especially enhanced and stronger down their legs. It was reported that the stimulation had become unbearable when they lay down at night for 15-20 minutes. The patient stated that their legs would jump up from the stimulation. It was further reported that on (B)(6) 2016, the patient fell down the stairs and broke several ribs. The patient was to follow up with their healthcare provider (hcp) to have their system checked. Indication for use is spinal pain.